Event description:
The account stated the cell dyn 3700 automated differential did not generate a flag on patient specimens when blast cell were seen on the manual differential. Seven patient results were questioned by a physician. Manual differentials showed either blast or immature cells. Amended laboratory reports were issued. No information is available correlating the cell dyn 3700 automated differential to the manual differential performed on the individual patients. No impact to patient management was reported.